Event description:
It was reported that the jasmine lift is not working properly. Note: the items listed 1171481 and 148409 in oracle under the order number are for the mast and the knob(s). The knobs hold the mast down.